Manufacturer narrative:
The investigation of the reported issue was completed by our experts. Additional information has been provided stating that the system was returned back to operational state following replacement of the pc board by a third party. The customer did not request support from siemens healthineers service organization, therefore, information available for investigation is limited. The communicated error message indicates a problem with the x-ray control system (xcs) but could not be specified with the available information. Errors with the xcs can occur due to various causes. Without a detailed investigation of the replaced pc board, the root cause of the issue could not be determined. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the cios connect system. During an intervention patient procedure, no x-ray exposure was possible. The patient was relocated to another hospital for further medical treatment. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.